Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. No device involvement in the patient's cause of death has been received. Additional information has been requested, but no new information has been received to date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from this patient's daughter, that three years, seven months post implant of this bioprosthetic valve, the patient was having trouble breathing and was referred to have her heart valve replaced due to the valve leaking. During the surgery, the surgeon noted that it looked like there was an infection on the valve and "buildup of calcification and plaque." The patient never recovered from the surgery and passed away the following day. No cause of death or device involvement was reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the limited information received, there was no allegation that the death was related to the valve or its function nor was there any allegation that the valve contributed to the patient's death. Without the return of the valve for analysis, a root cause of the event cannot be determined. However, based on the received information, the reported regurgitation potentially could be caused by the calcification and infection. Calcification has been an inherent risk of surgical valve replacement. Also, this event the occurrence of infection was greater than 12 months post implant (over 3 years). Based on the descriptive comments outlined from the journal literature, complaints which occurred greater than 12 months post implant were largely considered to be community acquired (refer to note 1). Therefore, it was unlikely that the reported infection originally came from the device and/or manufacturing valve process. Note 1 - mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.